Event description:
There was one resolute integrity rapid exchange (rx) drug eluting stent implanted in the left main during the index procedure. It is reported that the patient suffered a stroke and expired approximately 2 days post index procedure. Investigator has indicated that the death event was not related to the study device.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (cva/stroke, death). (B)(4).